Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus was unable to duplicate the device emitting smoke during testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed a converter failure caused the image blackout. The root cause of the converter failure could not be identified. Since the device emitting smoke was not confirmed during evaluation, the definitive root cause of this issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the image on the video system center blacked-out and smoke was emitting from the device. The malfunctions occurred during a procedure intended for removal of earwax endoscopically. The procedure was completed without issues using the same device. The device was inspected before use. There were no reports of patient harm.

Event description:
The customer reported to olympus that the image on the video system center blacked out during observation following removal of earwax. A similar device was used to complete the observation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image (blackout) of the device. Additionally, battery depletion was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.